Event description:
Ous MDR - an orsiro drug-eluting stent system was selected for treatment. During preparation, while removing the stent protector, the stent came off the balloon. The device was not used on patient.

Manufacturer narrative:
The returned delivery system was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. On the exposed balloon surface stent imprints are visible, indicating that the stent was initially crimped between the x-ray markers. Review of the manufacturing history of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The root cause is most likely related to external factors during preparation of the intervention.